Event description:
As reported by the legal team, approximately three years post initial tka, this (B)(6) male patient underwent a revision for an unknow reason. No additional information available.

Manufacturer narrative:
Concomitant medical products: logic cr femoral cem, left sz 2.5 (cat# 02-010-03-0225 / serial# (B)(4)); lgc tibial fit tray cem sz 2.5f / 3.5t (cat# 02-012-45-2535 / serial# (B)(4)) ; three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3, h6 and h9 have been updated accordingly. (H3) as reported by the legal team, approximately three years post initial tka, this 53 y/o male patient underwent a revision for an unknow reason. No additional information available. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition. These devices are used for treatment not diagnosis.

Event description:
Additional information - revision op report diagnosis: polyethylene failure. After we removed the tibial tray, you could easily see medial polyethylene wear and loss and damage including the posterior lip of the polyethylene, both medially and laterally. The majority of the polyethylene damage was medially, but it already started occurring laterally as well. After removal, he had a large cystic cavltaceous lesion about the lateral femoral condyle. He had a cortical bone, it was still intact, which incorporated the lateral epicondyle and due to this importance, I did feel that necessary to place three 3.5 screws into the lateral femoral condyle as support for the cement. He also had a medial femoral condyle lesion, which was not as large, in that way, my plan was to just fill with bone cement.

Manufacturer narrative:
D10. Concomitants: 02-010-03-0225, 5620973 - logic cr femoral cem, left sz 2.5. 02-012-45-2535, 5118501 - lgc tibial fit tray cem sz 2.5f / 3.5t. 200-02-32, 5620069 - three peg patella 32mm. H3: investigation results - the revision reported was likely the result of prosthesis wear and osteolysis. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. Additionally, a contributing factor to the wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. The extent and root cause of the prosthesis wear and osteolysis could not be determined as the devices were not returned for evaluation, and images and radiographs were not provided.